Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering on and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the in this incident, it was determined that station was not powering up. The customer had resolved the issue before arrival of field service engineer by replacing the defective power cord with a new one. After the replacement, the station powered up successfully, and the customer confirmed that the station was functioning properly. The system functioned as intended after the customer repaired the device.